Event description:
It was reported that their green cable on their st holster has exposed wires and when they connect the holster to their unit, it will not recognize the holster. Case was cancelled with no pt in the room. Pt will be rescheduled.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual anf functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.